Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a downstream occlusion alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The device was visually inspected, functionally tested and the alarm log was reviewed. The cause of the downstream occlusion was due to an occlusion sensor being out of calibration. To correct the condition, the occlusion sensor was calibrated. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.